Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level above 500 mg/dl with trace ketones. Cause of elevated bg level was unknown. Bg was treated with fluids and insulin. Reportedly, customer left the ER with customer in stable condition (180 mg/dl).